Event description:
It was reported that during the surgical procedure, the customer noticed that the is2000 monopolar curved scissors instrument was rubbing against the trocar and metal residue fell inside of the pt. The instrument was removed and replaced with an instrument of the same type. The procedure was completed with no delay and no additional procedure was required. No pt harm, adverse outcome or injury was report. The following medwatch reports were created for the instruments and cannula accessories returned from this site. MFR reports #2955842-2006-00160, #2955842-2006-00161, #2955842-2006-00162, #2955842-2006-00163, #2955842-2007-00164, #2955842-2007-00180, #2955842-2007-00182, #2955842-2007-00183, #2955842-2007-00184, #2955842-2007-00185, #2955842-2006-00186, #29558242-2006-00187, and #2955842-2006-00188.

Manufacturer narrative:
The instrument was not returned for evaluation. Per the customer reported complaint, it was determined that the failure mode is consistent with the use of a potentially defective cannula.